Manufacturer narrative:
Device not returned, followed up with company rep.

Event description:
It was reported that a pt underwent a single level kyphoplasty procedure at l2. The pt stayed overnight at the hosp and went home. Four days later, the pt died of a pulmonary embolism. The initial procedure was reported to be good and no issues were observed. There was no cement extravasation seen during the procedure. It was reported that the physician does not feel that the pt's death is related to the kyphoplasty procedure. It is unk if an autopsy will be performed. No additional info was reported.